Event description:
Six patient samples with discrepant results for sodiuim and or potassium. Patient 1, initial sodium gave 118 mmol/l; repeat gave 139 mmol/l. Erroneous results reported. The field service representative determined the cause to be the system was out of adjustment and made all adjustments. Performance tests were performed and within specification.

Event description:
Six patient samples with discrepant results for sodium and or potassium. Patient 6, initial sodium gave 116 mmol/l; repeat gave 130mmol/l. Erroneous results reported. The field service representative determined the cause to be the system was out of adjustment and made all adjustments. Performance tests were performed and within specification.

Event description:
Six patient samples with discrepant results for sodium and or potassium. Patient 5, initial sodium gave 119 mmol/l; repeated twice giving 141 and 138 mmol/l respectively. Initial potassium gave 3.9 mmol/l; repeat gave 4.6 mmol/l. Erroneous results reported. The field service representative determined the cause to be the system was out of adjustment and made all adjustments. Performance tests were performed and within specification.

Event description:
Six patient samples with discrepant results for sodium and or potassium. Patient 3, initial sodium gave 120 mmol/l; repeat gave 139 mmol/l. Erroneous results reported. The field service representative determined the cause to be the system was out of adjustment and made all adjustments. Performance tests were performed and within specification.

Event description:
Six patient samples with discrepant results for sodium and or potassium. Patient 4, initial sodium gave 125 mmol/l; repeat gave 143 mmol/l. Erroneous results reported. The field service representative determined the cause to be the system was out of adjustment and made all adjustments. Performance tests were performed and within specification.

Event description:
Six patient samples with discrepant results for sodium and or potassium. Patient 2, initial sodium gave 125 mmol/l; repeat gave 143 mmol/l. Erroneous results reported. The field service representative determined the cause to be the system was out of adjustment and made all adjustments. Performance tests were performed and within specification.